Event description:
It was reported that the system displayed an intermittent communication failed error message and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.